Event description:
Customer sent the device in for repair. Technician found the mordents were broken, probably due to an improper use of the mandrel during surgical procedures. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the chuck, jaw broken due to improper handling. Due to the issue found during the visual, function and speed tests, it was determined the mandrel had broken mordents possibly due to an incorrect use of the mandrel during surgical procedures, where the mandrel probably suffered some sort of excessive force, thus making the mordents break and making it impossible to tighten the drills. The connect part also had some deformities also due to the use of excessive force, where the mandrel was possible jammed during the procedures and in some way it was forced free, enabling the deformities on the disconnection part and making it impossible to couple them in the right way. The device was replaced and sent to customer on (B)(6) 2013. The complaint is indeterminate. Second lot number 7518872. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.